Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. No button error alarm occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.